Event description:
It was reported that while primary stenting the ostium of a vein graft to the cx, the stent delivery system (sds) balloon would not hold pressure and contrast was observed in the artery. The proximal end of the stent expanded first, and the stent deployed more distal than desired. A second stent was placed proximal to the first stent. After removal from the anatomy, it was observed that the sds appeared to have a small pinhole on the proximal end of the balloon.